Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " was confirmed during functional test and archive data review. The root cause of the system error was due to a defective processor board as a result of an aging device. The autopulse platform was manufactured in (B)(6) 2011 and is more than (B)(6), well beyond its expected serviceable life of 5 years. Visual inspection of the returned platform was performed, observed a cracked front enclosure, likely attributed to mishandling such as a drop. The front enclosure was replaced to address damaged issue. This physical damage issue observed is not related to the reported complaint. During archive data review, a ua136 (invalid parameters block (system error)) was observed around the reported event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The root cause of the system error was due to a defective processor board as a result of an aging device. To remedy the reported error, the processor board was replaced. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
Upon receipt, customer reported that the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. No patient involvement.